Event description:
It was reported that there was noise and oversensing by this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed device episode data and noted that the noise appeared to be from electromagnetic interference (emi). Health care professional (hcp) noted that patient had been in hospital for an unrelated condition and procedure but was unsure if those correlated to these episodes. Emi was confirmed by boston scientific field personnel. Anti-tachycardia pacing (atp) was delivered during one episode. Another episode was for signal artifact monitoring (sam) which disabled the respiratory sensor automatically. Lead trends were stable. No adverse patient effects were reported. Currently, this ICD remains in service.